Manufacturer narrative:
This report is submitted on march 08, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported); however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device on the contralateral side during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 17, 2024.